Manufacturer narrative:
The event of "lymphadenopathy " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and device rupture.

Event description:
Patient representative reported 'left intracapsular rupture with inflammation of at least 3 lymph nodes' diagnosed via MRI. Device status is unknown.

Manufacturer narrative:
Clarification to b3: partial date of 2024 provided. Additional, changed, and/or corrected data: a2, b1, b3, b5, d1, d4, g2, h6. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "free periprosthetic fluid"; capsular contracture, baker grade unspecified.

Event description:
Later, patient's representative reported "capsular retraction affecting both breasts accompanied by deep plications and the presence of corpusculated serum", "allergan suspended the sale and recalled textured breast implants" and "the prostheses implanted on the recurrent are precisely of the inspira tsx, n-tsx310 textured type and are therefore among those suspected of harming health". Later, healthcare professional reported left side "intracapsular rupture", "capsular contracture", baker grade unspecified and " free periprosthetic fluid".

Event description:
Patient's representative reported "intracapsular rupture with inflammation of lymph nodes" diagnosed by MRI. Later, patient's representative reported "capsular retraction affecting both breasts accompanied by deep plications and the presence of corpusculated serum", "allergan suspended the sale and recalled textured breast implants" and "the prostheses implanted on the recurrent are precisely of the inspira tsx, n-tsx310 textured type and are therefore among those suspected of harming health". Later, healthcare professional reported "intracapsular rupture", "capsular contracture" and " free periprosthetic fluid". This record is for the left side. The device status is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5.